Event description:
Based on the information/report provided by the sales representative, kellie teel, rn, injected the 33-year-old female patient on (B)(6) 2023 with lot 22k141 of revanesse lips+ 1.2 ml - (B)(6). The following was the concern: "did this girls lips last night and she is concerned that filler is outside of the lips. I told her it should not be outside of the lips. Likely still swollen. She does have a new crease on the right side if looking at the picture." Prollenium medical technologies inc. Has contacted the clinic four times via email and phone (20-mar-2023, 23-mar-2023, 03-apr-2023, 18-apr-2023) to obtain additional information associated with the reported adverse event. The clinic did not respond. Qa department at prollenium medical technologies will continue the investigation. 3004423487-2023-00007, swelling (e2338), not related to the device (a24) internal report number: (B)(4).